Manufacturer narrative:
Conclusion: one loose detached needle was returned for evaluation. The device was visually evaluated. There was no suture remnant found in the barrel and there are slight marks on the needle by use of the needle holder. No conclusion can be drawn because the suture was not returned for evaluation and no manufacturing defects were found on the needle. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cardiac cavg procedure on (B)(6) 2014. While closing the leg wound, and after having closed approximately half the wound length, the needle broke away from the suture material at the swage. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.